Event description:
A customer contacted beckman coulter inc., (bec) and reported the coulter lh 750 hematology analyzer had a bloody fluid leak at valve (vl57a), which is contained within the instrument. The operator was wearing personal protective equipment (ppe) consisting of a lab coat and gloves. There was no exposure to mucous membranes or open wounds. No medical attention was sought. The material safety data sheet (msds) was not reviewed. There is a risk management/exposure control plan available at the facility. The leak did not affect patient results. There was no change to patient treatment associated with this event.

Manufacturer narrative:
Per labeling, beckman coulter inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. On the lh 750 analyzer, the tubing through vl57 drains the needle bellow. The fluids that may be associated with this event are : blood, controls and diluent. Service call was cancelled by the customer when the field service engineer (fse) called the account. Customer had resolved the leak by replacing tubing through vl57a. The cause of the leak was tubing through vl57a. (B)(4).